Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a recent background of methicillin-susceptible staphylococcus aureus (mssa) driveline exit site infection since (B)(6) 2021 that had spread to the pump pocket. It was reported that the patient was given oral antiobiotics from clinic. The patient experienced no driveline exit site infection drainage, but symptoms included pain, redness, and heat over the abdomen; bleeding from the exit site; fatigue; and shortness of breath. Cultures from the blood and the driveline exit site were positive for mssa. A pump exchange was attempted on (B)(6) 2021, but the patient was too infected to place a new pump. The pump was removed and the heart was patched. The patient was reported to be in the ICU with an impella and with the chest still open on (B)(6) 2021. It was reported that a new lvad implant was planned for once the patient was stable. Intravenous antibiotics were administered.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported driveline infection, pump pocket infection, and positive blood cultures could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported bleeding from the driveline exit site could not be conclusively determined through this evaluation. The account reported that the patient experienced a driveline infection on (B)(6) 2021 which progressed into a pump pocket infection. The patient also had positive blood cultures. The patient experienced pain, bleeding, redness, and heat over their abdomen and exit site. The patient was fatigued and experienced shortness of breath. The patient remained ongoing on ventricular assist device (vad) support until the pump was explanted on (B)(6) 2021. Investigation of explanted pump is captured under related manufacturer report number 2916596-2021-03294. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 15sep2021. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Infection and bleeding are listed as adverse events that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Heartmate ii lvas patient handbook section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.